Manufacturer narrative:
The results of the returned device analysis could not replicate the reported difficult to open or close as the clip was returned detached from the clip delivery system (cds). The reported premature activation is an outcome of procedural circumstances; however, the observed broken actuator coupler confirms the reported premature activation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a conclusive cause for the reported difficult to open or close could not be determined in this complaint. The reported premature activation was a result of the observed actuator coupler break; however, the cause of actuator coupler break was an outcome of excessive tension on the device that resulted from the troubleshooting steps that were performed during the procedure. The observed material separation (clip), material split/ cut (clip cover), scratched material (clip arms and threaded stud), deformation due to compressive stress, (harness, binding plate and l-lock tabs) are an outcome of troubleshooting steps that resulted as part of the procedure post premature activation of the clip. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the premature deployment of the clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue. A second clip delivery system (cds) was advanced to the right atrium (ra) to check for perpendicularity when it was noted the clip would not open. Troubleshooting was performed however was unsuccessful and it was noted the clip was not attached to the cds. The cds was removed with the clip on the lock line. The procedure was ended with the mr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.